Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue has been resolved. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433 that was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.